Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during clinic visit, the right ventricular (rv) lead exhibited high out of range shock impedance measurement. The health care professional (hcp) called technical services (ts) for programming assistance. Ts reviewed the shock vectors and provided programming recommendations. No adverse patient effects were reported. This rv lead remains in service.